Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017. Customer's blood glucose of 600 mg/dl. It was reported that customer's blood glucose was 800 mg/dl and had ketones and paramedics were called. The customer experienced symptoms such as achy joints, diarrhea and vomiting. It was not certain if customer was wearing the insulin pump during the hospitalization. The customer got frustrated and ended the phone call.